Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was further reported that the right ventricular (rv) lead was cut by accident during open heart surgery. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.